Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation, however, it was reported that patient prosthesis mismatch could have influenced the clinical observation.

Event description:
Medtronic received information that following the successful implant of this 29mm transcatheter bioprosthetic valve, follow-up imaging showed that the device migrated ventricular resulting in paravalvular leak (pvl). An attempt was made to snare the device back into the annulus, but was not successful. Subsequently, a 26 mm non-medtronic transcatheter valve was implanted valve-in-valve. It was noted by the physician that the potential reason for migration was poor size selection. The 29 mm device was used despite the recommendation to use a 26 mm valve. The patient had a homograft, which led to the decision to alter the size. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.